Manufacturer narrative:
(B)(4). The lot was manufactured from august 8, 2014 ¿ august 9, 2014. One unit was received for evaluation. Visual inspection noted a white floating particle in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particles. This was identified after the device was compounded with an unspecific amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.